Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('filled with pain') and neoplasm malignant ('cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("exhaustion"), memory impairment ("forgetfulness"), vomiting ("vomiting") and alopecia ("hair loss") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (removal of essure) and chemo. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, neoplasm malignant, fatigue, memory impairment, vomiting and alopecia outcome was unknown. The reporter considered alopecia, fatigue, memory impairment, neoplasm malignant, pelvic pain and vomiting to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, memory impairment, fatigue, vomiting, alopecia, neoplasm malignant. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.